Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 27.5 cm proximal to the lead tip. The distal lead fragment was received for analysis. The proximal lead fragment, including the yoke and the connector was missing. The analysis revealed multiple abrasion marks along the lead body of the returned fragment. In particular approx. 27.5 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cable to the svc shock coil and of the conductor cable to the ring electrode were damaged and the cables were found exposed. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation and deformations of the shock coil were detected which most likely occurred during the extraction procedure. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragment. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
After an implantation period of approx. 17 months, oversensing and inappropriate shocks were reported.